Event description:
The tech alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail mounting bracket was catching on the side rail latch due to being bent. The tech replaced the side rail mounting bracket to resolve the issue.